Manufacturer narrative:
Reference e-complaint-(B)(4). *investigation x-review DHR x-inspect returned samples. Analysis and findings. Distribution history: this complaint unit was manufactured at csi on 1/18/17 under wo # (B)(4) and shipped on 1/24/17. Manufacturing record review: DHR 200056 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Many of the complaints are not confirmed and those that are tend to be due to foreign material making its way into the bottle when filled or left over condensation. A few have been observed to have metal shavings likely from the main valve body but not definitively determined. Product receipt: the complaint unit was returned on a repair under warranty. However, based on log 92620, this unit was at csi on 8/15/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair replaced the main valve seal (p/n's 201537 & 107055) which had been worn and deformed. The unit functioned normally once this was done. Root cause: no definitive root cause for this issue could be reliably determined at this time. Although the replacement of the plunger confirmed the issue resided with this part it is not clear other factors have contributed to this complaint condition. The unit was confirmed to have passed the in-process testing and in the field approximately 2 years until this complaint. *correction and/or corrective action the unit was fitted with a new seal, tested to specification and returned to the customer under warranty. A review of the assembly process did not reveal errors in the build instructions. Service & repair has been instructed to provide a sample should this occur again. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "excessive frost build up. Main valve stuck open" reference repair order # (B)(4). Reference: e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed.

Event description:
Customer stated "excessive frost build up. Main valve stuck open". Reference repair order # (B)(6). Reference: e-complaint (B)(4).